Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. No abnormalities were noted in the sheath during preparation. A pressure bag was used for irrigation. During the procedure, after transseptal puncture, the dilator was removed from the sheath. Then, while the sheath was being aspirated, a leak was noticed around the tubing leading to the sheath or valve of the sheath. Air was seen in the sheath when aspiration was attempted. No air was noted in the patient. The sheath was replaced, and procedure was completed without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. No abnormalities were noted in the sheath during preparation. A pressure bag was used for irrigation. During the procedure, after transseptal puncture, the dilator was removed from the sheath. Then, while the sheath was being aspirated, a leak was noticed around the tubing leading to the sheath or valve of the sheath. Air was seen in the sheath when aspiration was attempted. No air was noted in the patient. The sheath was replaced, and procedure was completed without patient complications. The sheath is expected to be returned.